Event description:
It was reported the programmer rf (radio-frequency) head had exposed wiring on the cable at the base of the rf head. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) exposed wiring on the cable. Label is missing. Rf (radio frequency) head retainer is broken and has brown foreign material on it. Printed circuit board is full of white foreign material. Antenna coil is damaged. Magnet has swelled and is full of brown foreign material. Electromagnetic field immunity and uplink amplitude functional tests are out of specification.